Manufacturer narrative:
E.1 initial reporter facility name: initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device system was not communicating and offline in remote support service (rss). The field service engineer (fse) logged in under the admin account and navigated to the network settings. The fse confirmed that the device was not connected to the customers network. The fse communicated with the hospitals information technology (it) team to inspect the network port. The it team ran diagnostics and found no connection on the user end in the network closet. The customer later discovered that the wire connected to the hospitals it switch was shorting. The customer needed their in house wiring team to rewire the port to the switch in the closet. Facility it contacted the fse with an update from their in house wiring company. The wiring company corrected the wiring issue in the closet. The fse then remotely connected and confirmed that no icons were appearing for disconnected mode. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not communicating. The customer had rebooted the station several times but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.